Event description:
The pt reportedly experienced episodes of intermittency with her internal device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the problem. Testing of the device showed that the device is not functional. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.